Event description:
It was reported that the catheter broke while pulling it back through the guide catheter. The distal segment of the broken catheter stayed in the external carotid artery, but the physician was able to retrieve it with a snare. No pt injury reported.

Manufacturer narrative:
The catheter was returned in two segments. Evaluation confirmed that the catheter was broken due to excessive tensile forces applied during use.